Manufacturer narrative:
(B)(4). Investigation summary: two pictures were provided for review along with the cartridge reload for evaluation. Picture one shows a blue reload from top view inside of a plastic bag with four double drivers on aside. The pan can be seen partially detached from the left side proximal end. Also, a tyvek with lot number r41709 and expiration date 2021-10-31 can be seen. Picture two shows a blue reload from bottom view. Several missing drivers can be seen. The device analysis results showed that one gst60b cartridge reload was returned unfired with 7 double driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photo analysis: two pictures were provided. Picture one shows a blue reload from top view inside of a plastic bag with four double drivers on aside. The pan can be seen partially detached from the left side proximal end. Also, a tyvek with lot number r41709 and expiration date 2021-10-31 can be seen. Picture two shows a blue reload from bottom view. Several missing drivers can be seen. Based on the drivers out of position noted on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that when setting up the powered echelon reload for a case the scrub nurse noticed that whilst the packet was still closed there were a number of the orange staple drivers in the packet, upon inspection it looked like they had fallen out of the reload. Please see attached picture for reference.